Manufacturer narrative:
A follow-up report will be submitted when additional information is received or upon completion of the investigation. Reporting institution phone # (B)(6).

Event description:
The customer reported that in the middle of the night their x3 monitor stopped monitoring spo2. The device was in clinical use but there was no patient harm reported.

Event description:
It was reported that in the middle of the night device stopped to show oxygen saturation (spo2) and did not start working again. It is unknown if the device was in clinical use at the time of the event. The device was sent to philips bench repair. A philips bench repair technician (brt) evaluated the device and was unable to confirm the reported problem. The brt performed functional testing and determined that the device was working as intended. The device was returned to the customer site. No further investigation or action is warranted at this time.